Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm. The customer stated that she received a low battery alert and shortly after, it alarmed for off not power. Blood glucose value is unknown. The customer stated that the battery cap is loose. The customer was advised the battery cap would be replaced.